Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a left chest wound disruption and that they were scheduled for an incise and drain surgery. Additional information was received that the patient had a washout and re-closure of the generator incision due to infection. The devices were not explanted. The cause of the infection was unknown. A review of device history records showed that both the lead and generator were sterilized prior to distribution.